Manufacturer narrative:
Patient presented with a dislocation approximately three weeks after primary implantation surgery, arising from joint laxity after surgery. No actual, suspect, or implied link to fx product.

Event description:
Patient revision occurred on 14-aug-2023. Cause of revision was dislocation resulting from joint laxity approximately three weeks after initial implantation date. No fall or other trauma reported. Humeral cup 36 mm +3 explanted. This part was replaced by a reverse adapter and stability humeral cup 36 mm +6.